Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress teting using a test battery pack without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.